Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that atrial undersensing led to inappropriate atp therapy. The event was discussed and decided that currently no reprogramming is done. Lead remains implanted.